Event description:
It was reported that the patient underwent a spinal fusion surgery at l5 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by increasing pain and weakness in his legs. Patient developed pain that radiates into his lower extremities. Patient developed ectopic/exuberant bone growth leading to disc space narrowing at his l5-s1 vertebrae reportedly causing lower extremity paresthesia and lumbosacral radiculopathy.

Manufacturer narrative:
Image review (B)(6) 2008 intraop c spine fluro shows two level acdf. Unable to count levels. Instrumentation appears to be placed appropriately (B)(6) 2008 ap lateral c spine x rays show c5-6, c6-7 acdf hardware placement is ok (B)(6) 2008 l spine x rays show degenerative disc disease preop (B)(6) 2008 intraop CT and fluoro show unilateral l5 s1 tlif left hardwre placement appears appropriate narrative impression: limited post operative views are provided. Initial o-arm views from time of surgery show satisfactory placement of the lumbar spinal hardware. The cervical hardware is unrelated to the current complaint. Delayed postoperative imaging would be useful to assess for ectopic or excessive bony fusion in relation to the use of rh bmp. Root cause indeterminate.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
(B)(6) 2007: as per billing record, patient underwent MRI - spine. (B)(6) 2008: per billing record, patient underwent arthrodesis, disc excision <(>&<)> fusion, discectomy, ant/cerv. (B)(6) 2008: as per billing record, patient underwent x-ray for cervical spine. (B)(6) 2008: as per billing record, patient underwent x-ray for cervical spine. (B)(6) 2008: as per billing record, patient underwent x-ray for cervical spine. (B)(6) 2008: as per billing record, patient underwent posterior arthrodesis. (B)(6) 2008: as per billing record, patient underwent x-ray for lumbosacral regions. (B)(6) 2008: as per billing record, patient underwent x-ray for lumbosacral regions. (B)(6) 2009: as per billing record, patient underwent CT lumbar spine. (B)(6) 2009: as per billing record, patient underwent x-ray for lumbosacral regions and cervical spine. (B)(6) 2010: as per billing record, patient underwent x-ray for lumbosacral regions and cervical spine. (B)(6) 2011: as per billing record, patient underwent MRI - spine. (B)(6) 2011: as per billing record, patient underwent MRI - spine. (B)(6) 2007 the patient underwent CT of the cervical spine, which showed evidence of a mild circumferential bulge of the disc at c5-6 and c6-7 levels and minimal degenerative change at c5-6. (B)(6) 2007 the patient underwent MRI of the cervical spine which showed disc protrusion at c5-6 with focal left paracentral component and flattening of the left ventral aspect of the cord with minimal facet uncovertebral degeneration. (B)(6) 2007 the patient presented for an office visit. Examination of his gait shows that he has some difficulty getting up from a seated position. He has stabbing sensation in the back of his neck if he tried to extend his neck any further. The patient has pain across his lower back with flexion at 30&#2049;nd has pain with extension at -10 degrees. (B)(6) 2008 the patient presented for an office visit. He has pain in his lower back with flexion and muscle spasms in the lower back region. (B)(6) 2008 the patient presented for an office visit. At times, he had numbness and tingling radiating down both arms to the bilateral fourth and fifth digits. His has muscle spasms in the cervical para spinous region. (B)(6) 2008: the patient underwent cervical spine fusion at c5-6 and c6-7. (B)(6) 2008 the patient underwent CT of the lumbar spine due to back pain and degenerative disc disease. (B)(6) 2008: the patient underwent lumbo sacral fusion at l5-s1. (B)(6) 2009 the patient presented with the history of neck pain status post fixation. The patient underwent MRI of the cervical spine. (B)(6) 2009 the patient presented for an office visit. He has pain with trying to flex or extend his lower back. He has difficulty with range of motion. He also has pain with cervical range of motion and is approximately 50% normal range. (B)(6) 2009 the patient presented for an office visit. He continued to have pain in his neck, across his middle back and in his lower back. (B)(6) 2009 the patient underwent MRI of the cervical spine due to neck pain. (B)(6) 2009 the patient presented for an office visit. (B)(6) 2009 the patient underwent MRI of the thoracic spine due to back pain. (B)(6) 2009 the patient presented with severe pain in his neck region. His neck pain radiates down his thoracic spine into his lower back. He has pain with internal rotation of his left hip. He reports pain across his back down both legs, but more so down the left. He continued to have the thoracic kyphosis and he is holding his neck flexed approximately 60&#2049;nd has trouble even straightening it to neutral. (B)(6) 2009 the patient presented with the history of lower back pain; straight back surgery. The patient underwent MRI of the lumbar spine. The patient also underwent x-rays of the left hip due to chronic left hip pain. (B)(6) 2009 the patient presented for an office visit. He continued to have severe pain in his lower back. He has pain with flexion at 30 degree. (B)(6) 2010 the patient presented for an office visit. He reports that his neck hurts severely as does his lower back and severe head aches radiating to the back of his neck. He has muscle spasms in his cervical and lumbosacral spine. He has difficulty with flexion of his cervical spine and lumbar spine region. (B)(6) 2010 the patient underwent emg and nerve conduction study. (B)(6) 2010 the patient underwent emg and nerve conduction study (B)(6) 2010 the patient underwent MRI of the left shoulder due to shoulder pain. (B)(6) 2010 the patient reported that he is experiencing pain in the left shoulder region and a burning sensation in the left axilla down to the left elbow area and pain in the outside of the left shoulder. He has mild pain with forward flexion internal rotation of the left shoulder and pain with abduction external rotation. The pain on the inside of the arm radiating medially into the left elbow and just below the elbow area seems to be unrelated to this. The patient also reports pain in the neck area and lower back area. The patient underwent x-rays of the bilateral knees and right knee due to pain. (B)(6) 2010 the patient presented for an office visit. He continued to have pain in his neck region and within both knees. He has anterior knee pain. He does have some mild tightness of his quadriceps. (B)(6) 2010 the patient presented with severe headaches that seem to be getting steadily worse. He has muscle spasms in the cervical para spinous region. Blood pressure was elevated slightly. (B)(6) 2010 the patient presented with the history of motor vehicle accident, neck pain, left arm numbness, history of cervical fusion in (B)(6) 2008. The patient underwent MRI of the cervical spine. The patient also underwent x-rays of the cervical spine. (B)(6) 2010 the patient presented for an office visit. He had pain with rotation at 45 degrees. (B)(6) 2011 the patient presented for an office visit and reported severe cervical spine pain and lumbosacral spine pain. The patient has muscle spasms. He reports numbness and tingling from his hands radiating upward to his neck or either from his neck radiating to his arms. He also reports increased pain in his lower back radiating down his lower extremities. (B)(6) 2011 the patient presented with the history of cervical fusion. Presents with chronic low back pain radiating down the bilateral arms. No new injury. The patient underwent MRI of the cervical spine. The patient presented with the history of cervical stenosis and underwent x-rays of the cervical spine. The patient underwent x-rays of right hip due to arthropathy. (B)(6) 2011 the patient presented for an office visit and reported that his neck was severely hurting and he had pain radiating into his upper extremities and shoulder region. The patient has muscle spasms in the cervical para spinous region. He has pain with flexion 30 degrees. He also reports pain in his lower back radiating down his leg. MRI of the lumbar spine dated (B)(6) 2011 showed evidence of a previous fusion from c5 through c7, but a mild central canal narrowing at the c4-5 region with a broad based disc bulge and mild ligamentum flavum thickening. (B)(6) 2011 the patient presented with the history of lumbar fusion; low back pain with numbness radiating down the bilateral lower extremities; no new injury. The patient underwent MRI of the lumbar spine. (B)(6) 2011 the patient presented for an office visit and reported that he continued to have severe pain in his neck region. The patient has pain with flexion of his ls spine at approximately 45 degrees. (B)(6) 2011 the patient underwent bilateral c2 through c5 radiofrequency ablation. The patient did have a feel hot/flushing after the procedure. (B)(6) 2011 the patient presented for an office visit and he stated that he had not noticed any improvement in his pain. (B)(6) 2012 the patient presented with the complaint of neck and low back pain with numbness of both ues/les. The patient has attended physical therapy from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, (B)(6) 2011 patient presented with hyperlipidemia. Assessment: hyperlipidemia unspecified; hypertension unspecified; c alculus kidney; lumbago; lower back pain. (B)(6) 2011: patient presented with neck and back pain. Neck pain radiated into his head. Patient described pain as electric, aching, sharp, pinching pain. Hand, sometime, would go numb. Patient described muscle spasms. Physical exam revealed decreased sensation in right arm and the right medial knee, decreased range of motion of the cervical and lumbar spine, tenderness to the greater occipital nerve. Cervical MRI showed evidence of some mild adjacent segment disease on the cervical spine, the fusion of c5 through c7, and foraminal stenosis at c4/5. Lumbar MRI revealed evidence of the fusion at l5 to s1 with a small annular tear and protrusion at l4/5 and l5/s1. Assessment: 1. Status post cervical and lumbar fusion surgery. 2. Occipital neuralgia. (B)(6) 2011: patient presented with hyperlipidemia, hypertension and nasal congestion issues for routine follow up. Assessment: insomnia; esophageal reflux; gerd; cervicalgia; acute sinusitis; hyperlipidemia unspecified; hypertension; lumbago; lower back pain. (B)(6) 2012: patient presented with swelling at the base of neck which was described as a well circumscribed nodule which seemed to come and go. (B)(6) 2012: patient presented with neck pain and back pain for routine follow up. Patient failed pt/ot and pain management therapies in the past. Assessment: insomnia; esophageal reflux; cervicalgia; acute sinusitis; hyperlipidemia unspecified; hypertension; lumbago. (B)(6) 2012: patient presented with headache, numbness/tingling feet and hand, back pain and neck pain and for routine follow up. Patient reported persistent neck pain with headache, bilateral radiculopathy and admitted to associated neck locking when turning head to the right occasionally. MRI of lumbar spine showed mild discogenic spondylosis at l4-l5 and l5-s1. MRI of cervical spine showed mild cervical spondylosis and postoperative findings. Assessment: lumbago (mild discogenic spondylosis at l4-l5 and l5-s1 s/p fusion at l5-s1); lower back pain; cervicalgia (with mild spondylosis s/p anterior cervical fusion of c5-c7). (B)(6) 2012 (B)(6) 2012: patient underwent physical therapy session due to diagnoses of cervicalgia and lumbago. (B)(6) 2012: patient presented with persistent lbp which is worsened with pt/ot. Assessment: lumbago (mild discogenic spondylosis at l4-l5 and l5-s1 s/p fusion at l5-s1); lower back pain; cervicalgia (with mild spondylosis s/p anterior cervical fusion of c5-c7). (B)(6) 2012: patient presented with persistent neck and back pain, constant headache and pain that radiates down his entire spine. Patient also admitted to bilateral hand and feet numbness. Assessment: 1. Lumbar/lumbosacral disc degeneration. 2. Degeneration of cervical intervertebral disc. (B)(6) 2013: patient presented with hyperlipidemia, hypertension issues for routine follow up. Assessment: esophageal reflux; hyperlipidemia unspecified; hypertension. (B)(6) 2013, (B)(6) 2013: patient presented with acute bronchitis, nasal discharge, sore throat, cough congestion and sinus drainage. Assessment: acute sinusitis, acute bronchitis. (B)(6) 2014: patient presented with hyperlipidemia, hypertension, back pain and neck pain. Assessment: esophageal reflux; acute sinusitis; hyperlipidemia unspecified; hypertension; calculus kidney; acute bronchitis. (B)(6) 2014: patient presented with shortness of breath with exertion and chest discomfort and for discussing abnormal lab results. Assessment: rectal bleeding (fobt + stool); shortness of breath (with exertion). (B)(6) 2014: patient presented with shortness of breath with physical activity, occasional chest pain in left pectoral region sometimes in the middle of chest, tightness like sensation. EKG showed sinus rhythm. No significant st-t changes. (B)(6) 2014: patient underwent echocardiogram. (B)(6) 2014: patient underwent dobutamine stress echocardiogram. Patient tolerated procedure well. (B)(6) 2014: patient presented for follow up on stress test and echocardiogram. Echo showed some diastolic dysfunction. (B)(6) 2014: patient presented with hyperlipidemia, hypertension issues for routine follow up. Assessment: esophageal reflux; hyperlipidemia unspecified; hypertension; insomnia. (B)(6) 2014: patient presented with hyperlipidemia, hypertension, chronic low back pain and neck pain. Assessment: hyperlipidemia unspecified; hypertension; lumbago (mild discogenic spondylosis at l4-l5 and l5-s1 s/p fusion at l5-s1); lower back pain; cervicalgia (with mild spondylosis s/p anterior cervical fusion of c5-c7). (B)(6) 2015, (B)(6) 2015: patient presented with neck pain and back pain in lumbar region. Patient reported losing fine motor skills gradually due to past neck surgery. Assessment: chronic neck pain; lumbago (mild discogenic spondylosis at l4-l5 and l5-s1 s/p fusion at l5-s1); lower back pain; cervicalgia (with mild spondylosis s/p anterior cervical fusion of c5-c7). (B)(6) 2002: the patient presented with a complaint of sore throat. Symptoms history includes. Sore, swollen throat, lt. Ear pain, lt. Gland sore and swollen, body aches, x 2 days. (B)(6) 2003: the patient complained of heent symptoms. Symptoms are nasal drainage, diarrhea, sinus pain and pressure, cough (dry) slight sore throat nausea. (B)(6) 2003: the patient presented for follow-up and complained of nausea and light headedness. (B)(6) 2003: the patient presented with a complaint of nausea. (B)(6) 2003: the patient presented for follow-up and stated that not feeling any better still has nausea vomiting fatigue diarrhea medication he was given did not help. Diarrhea with some headaches. (B)(6) 2003: the patient presented for follow-up evaluation of vomiting, nausea, and diarrhea. (B)(6) 2003: the patient presented for evaluation for abdominal pain. The abdominal pain began months ago. The pain is located diffusely throughout the abdomen. Pain is associated with nausea, vomiting, diarrhea. (B)(6) 2004: the patient presented with a complaints of nausea and with a symptoms history of diarrhea. The symptoms began approximately 4 days ago. Symptoms include fever to 101, nausea, loss of appetite, generalized aches. (B)(6) 2004: the patient presented with a complaint of sinus pressure. The predominance of symptoms are from both frontal sinuses, both maxillary sinuses. Symptoms include cough, fever to 101, headache, generalized aches, loss of appetite, nasal congestion, nausea, sinus pain, sore throat, vomiting, weakness. (B)(6) 2005: the patient presented with a complaints of an upper respiratory infection. The predominance of symptoms are located in the chest, head, nose, sinuses, throat. Symptoms include chest congestion, cough, chills, headache, generalized aches, hoarseness, nasal congestion, runny nose, sore throat, vomiting, nausea, and diarrhea. There is pain present that is described as achy. The symptoms have been intermittent. (B)(6) 2005: the patient presented for follow up evaluation of gastroesophageal reflux. (B)(6) 2006: the patient presented for follow after hospitalization. Patient was having bilateral ear pain. Patient stated it feels swollen in right ear. (B)(6) 2007: the patient presented with complaints of complains of sinus problems bilaterally. Symptoms include nasal congestion. (B)(6) 2007: the patient presented for follow up evaluation of nasal/sinus problems. Symptoms include nasal congestion. (B)(6) 2007: the patient underwent exercise stress test due to chest pain (B)(6) 2007: the patient presented for follow up evaluation of hypercholesterolemia. Complains of nasal/sinus. Patient stated he would like to discuss the results from stress test. (B)(6) 2007: the patient underwent pyelogram retrograde test due to left flank pain, prelithotripsy. (B)(6) 2007: the patient presented with pre-operative diagnosis of left renal colic, left renal stone. Patient underwent following procedures: cystoscopy; left retrograde pyeiogram; insertion of left ureteral catheter; lithotripsy for left renal stone. (B)(6) 2007: the patient presented for follow up evaluation of hypercholesterolemia. (B)(6) 2007: the patient underwent CT of the abdomen and pelvis due to left flank pain. Conclusion: small stone in the lower pole of the left kidney noted in the previous exam is again seen with no significant change in position. However there was minimal left hydronephrosis. Other findings are unchanged from previous study. The patient underwent ultrasound test of testicular due to left testicular pain. Conclusion: left testicle is unremarkable; right testicle is unremarkable. Right hydrocele and varicoceles noted. (B)(6) 2007: the patient presented for follow-up evaluation. (B)(6) 2007: the patient underwent CT of cervical spine without contrast due to status post motor vehicle accident. (B)(6) 2007: the patient presented for follow-up from ER. (B)(6) 2007: the patient underwent CT of head without contrast due to head trauma, pain. (B)(6) 2007: the patient presented with complaints of head and neck pain. The CT scan with reconstruction of his neck reveals no fracture, no dislocation, and no spondylolisthesis. There is sonic spurring at c5-c6 of modest proportion. (B)(6) 2007: the patient presented for follow up evaluation of back pain, neck pain. The back pain began approximately 1 week ago. The location of the pain is in the lower back. The pain radiates into both sides. (B)(6) 2008: the patient underwent MRI thoracic spine without contrast due to back pain. (B)(6) 2008: the patient presented with complaints of neck pain radiating down his spine all of the way to his testicles. (B)(6) 2008: the patient presented for pre-op clearance. (B)(6) 2008: per billing record, patient underwent arthrodesis, disc excision <(>&<)> fusion, discectomy, ant/cerv. The patient underwent cervical spine fusion at c5-6 and c6-7. Patient presented with neck and upper extremity pain and admitting diagnosis of herniated disc c5-c6-c7. Patient underwent x-ray of cervical spine cross lateral port. Patient underwent following operations: radial anterior disckectomy c5-6, c6-7; anterior allograft arthrodesis c5 through c7; anterior structural graft c5 through c7; anterior instrumentation c5 through c7. (B)(6) 2008: the patient presented with admitting diagnosis of herniated disc c5-c6-c7. The patient underwent x-ray of cervical spine ap and lateral port. Patient was discharged to home. (B)(6) 2008: as per billing record, patient underwent x-ray for cervical spine due to neck pain. Conclusion: status post fusion at c5-c6 and c6-c7 without acute process identified. (B)(6) 2008: as per billing record, patient underwent x-ray for cervical spine. Patient presented for follow-up. (B)(6) 2008: the patient pre-op visit. The patient underwent x-ray of chest. (B)(6) 2008: as per billing record, patient underwent posterior arthrodesis. The patient underwent lumbo sacral fusion at l5-s1. The patient presented with admitting diagnosis of degenerative disc disease l5/s1. The patient underwent ex-ray exam of lumbar spine or ap and lateral port. The patient underwent a decompression laminectomy, discectomy l5-s1, anterior arthrodesis l5-s1, posterior instrumentation l5-s1, posterior segmental instruments l5-s1, posterior arthrodesis. There were no patient complications. (B)(6) 2008: the patient presented with admitting diagnosis of degenerative disc disease l5/s1. Patient underwent x-ray exam of lumbar spine ap and lateral. Patient was discharged to home. (B)(6) 2009: the patient presented with complaints of complains of headache, general symptoms. (B)(6) 2009: the patient presented for follow-up evaluation of headaches and complains of a cough. The upper respiratory symptoms began approximately 2 weeks ago. Symptoms include cough, runny nose, nasal congestion, headache, sore throat, hoarseness, nausea. (B)(6) 2009: the patient presented for follow-up. MRI of the cervical spine reveals minimal spondylitic changes at c6-c7 without any evidence of spinal canal compression or nerve root encroachment. (B)(6) 2009: the patient presented with complaints of cough, sinus problems. The upper respiratory symptoms began approximately 3 weeks ago. The predominance of symptoms were located in the chest, sinuses. Symptoms include cough, nasal congestion, runny nose, nausea. (B)(6) 2010: the patient presented for follow up evaluation, emergency room and discuss disability due to mva (B)(6) 2007. Patient stated that headaches, back and neck pain and numbness and tingling in legs. (B)(6) 2010: the patient presented for follow-up evaluation and complained of headaches, back pain, low back pain, and neck pain since the auto accident (B)(6) 2007. (B)(6) 2010: the patient presented for follow-up evaluation. (B)(6) 2010: the patient presented to discuss insomnia. Patient stated that he has had for about 4-5 months but worsening. (B)(6) 2010: the patient presented for cardiac care with a complaint of hyperlipidemia for an unknown duration. (B)(6) 2010: the patient underwent echocardiography. (B)(6) 2010: the patient presented for cardiac care with a complaint of hyperlipidemia for an unknown duration. (B)(6) 2010: the patient presented for influenza preventive treatments. Flu vaccine was provided. (B)(6) 2011; (B)(6) 2010; (B)(6) 2010; (B)(6) 2010; (B)(6) 2010; (B)(6) 2010; (B)(6) 2009; (B)(6) 2009; (B)(6) 2009 : the patient presented for medication refill.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on : (B)(6) 2007 the patient underwent MRI of the cervical and lumbosacral spines which reveal herniated discs at c5-c6 and c6-c7, most marked at c5-c6 with spinal canal compression and bilateral foraminal stenosis and a central disc herniation at l5-s1. (B)(6) 2007 the patient underwent x-rays spine ls bend only 4 views due to disc degeration. Conclusion: negative for fracture or subluxation. Small spurs in lumbar vertebrae. (B)(6) 2008 the patient presented complaints neck and back pain. It radiates from the cervical region to the suboccipital area, inter scapular region, into both shoulders, and in the lateral aspect of the arm and forearm into the hands with numbness in the ulnar distribution of hands and forearms. The pain in the back radiates from the lumbosacral area into the anterolateral aspect of the left thigh and inguinal region and intermittently into the lateral aspect of thighs and legs. Impression: has herniated discs at c5-c6, c6-c7, l4-l5, and l5-s1, which are the direct result of the motor vehicle accident of (B)(6) 2007. (B)(6) 2008 the patient presented with the onset of neck and back pain. The pain in the neck is worse. It radiates from the cervical region to the suboccipital area, interscapular region, into both shoulders, and in the lateral aspect of the arm and forearm into the hands with numbness in the ulnar distribution of hands and forearms. The pain in the back radiates from the lumbosacral area into the anterolateral aspect of the left thigh and inguinal region and intermittently into the lateral aspect of thighs and legs, the left greater than the right. Impression: has herniated discs at c5-c6, c6-c7, l4-l5, and l5-s1, which are the direct result of the motor vehicle accident of (B)(6) 2007. (B)(6) 2008: the patient underwent cervical spine fluoroscopy. Findings- impressions: osseous detail is extremely limited. Changes consistent with acdf and intervertebral graft placement are identified in the lower cervicothoracic spine. Three continuous vertebral bodies demonstrate fixation screw placement. As per op notes, the c5-c6 and c6-c7 levels were identified radiographically and a radical anterior diskectomy was completed at c5-c6 and at c6-c7. A moderately large disk herniation was removed from within the canal, achieving spinal canal and biforaminal decompression.a cortical cancellous allograft was packed with local bone measuring 7 mm at c5-c6 and 9 mm at c6-c7 and countersunk under direct vision to the appropriate depth. A 42-mm spinal concepts plate was secured in position with six interlocking screws.no complications noted. (B)(6) 2008: . Impression: changes consistent with acdf at c5-c7 without acute complicating process. (B)(6) 2008: the patient presented with shoulder, back pain and left leg numbness post-op. As per billing record, patient underwent ap and lateral x-ray for cervical spine due to neck pain which reveals arthrodesis and instrumentation in good position and healing well. Conclusion: status post fusion at c5-c6 and c6-c7 without acute process identified. Conclusion: status post fusion at c5-c6 and c6-c7 without acute process identified. (B)(6) 2008: the patient presented for a follow-up with minor residual discomfort in the neck status post the radicular anterior discectomy with arthrodesis and instrumentation at c5-c6 through c6-c7. As per billing record, patient underwent ap and lateral x-ray for cervical spine, which reveals the arthrodesis and instrumentation, is in good position and healing well. Conclusion: status post fusion. Paravertebral soft tissue swelling most likely postsurgical. (B)(6) 2008 the patient presented for a follow-up with minor residual discomfort in the neck status post the radicular anterior discectomy with arthrodesis and instrumentation at c5-c6 through c6-c7. The patient underwent ap and lateral x-ray for lumbosacral regions, which reveals the arthrodesis and instrumentation, is in good position and healing well. (B)(6) 2008: as per billing record, patient underwent ap and lateral x-ray for cervical spine. Conclusion: status post fusion at c5-c6 on c6-c7. Patient presented for follow-up with to complaints of low back pain radiating into the left lower extremity into the lateral aspect of the buttock, thigh, and calf. The patient had no benefit from extended conservative therapy including physical therapy, medication, rest, and exercises. (B)(6) 2008: as per billing record, patient underwent posterior arthrodesis. The patient underwent lumbo sacral fusion at l5-s1. The patient presented with admitting diagnosis of degenerative disc disease l5/s1. The patient underwent ex-ray exam of lumbar spine or ap and lateral port. The patient underwent a decompression laminectomy, discectomy l5-s1, anterior arthrodesis l5-s1, posterior instrumentation l5-s1, posterior segmental instruments l5-s1, posterior arthrodesis, anterior instrumentation. As per op notes, under intraoperative stereotactic navigation, the l5-s1 level was identified. A decompressive laminectomy was completed. Posterior segmental instrumentation with invasive pedicle screws was accomplished under stereotactic guidance. A radical discectomy was completed. The cartilaginous end plates removed.a 10 x 9 x 25 mm spinal concepts boomerang shaped instrument was packed with bmp and placed on the anterior aspect of the interspace. The area was packed with allograft bone soaked with bmp. The pedicle screws were secured into position with a 27 mm dual ball rod and set screws using a torque wrench to 120 torque pressure. A posterolateral arthrodesis was completed.the l5-s1 level was identified with computer guidance and a decompressive laminectomy was achieved. Posterior segmental instrumentation with invasive_pedicle screws-6.5-mm.in-diameter and. 55 mm long was achieved under stealth guidance. A radical discectomy was completed. The previously noted invasive peek instrument was placed under navigational guidance between l5 and s1 and surrounded by bmp containing allograft. The pedicle screws were secured with a dual ball rod using set screws and a torque wrench. A posterolateral arthrodesis was completed. Another stereotactic CT scan was obtained for verification of placement of instrumentation and found to be satisfactory. Impressions: acute postoperative pain status post decompressive lumbar laminectomy postoperative day1. (B)(6) 2008: the patient presented for a follow-up. As per billing record, patient underwent ap and lateral x-ray for lumbosacral regions, which reveals the arthrodesis and instrumentation, is in good position and healing well. Conclusion: status post spinal fusion. No acute process. (B)(6) 2008: the patient presented for a follow-up with complaint of headaches. As per billing record, patient underwent ap and lateral x-ray for lumbosacral regions, which reveals the arthrodesis and instrumentation is in good position and healing well. Conclusion: status post fusion at l5-s1. No acute process. (B)(6) 2009: as per billing record, patient underwent CT lumbar spine. Conclusion: status post fusion at l5-s1. Herniated disc at l4-l5. Bulging disc or epidural fibrosis at l5-s1 particularly towards the left. (B)(6) 2009: the patient presented with complaint of persistent suboccipital headaches and posterior neck pain status post the radicular anterior discectomy with arthrodesis and instrumentation from c5 through c7. The patient underwent CT scan due to headaches. As per billing record, patient underwent ap and lateral x-ray for lumbosacral regions and cervical spine, two-views. Impressions: no acute process at cervical region. Findings: there is disc space narrowing at l5-s1 and there is multilevel endplate osteophyte formation. (B)(6) 2009: the patient presented for follow-up with suboccipital headaches and pain behind the neck without any radicular involvement for the last two to three months (B)(6) 2009 the patient underwent MRI scans of cervical and lumbar area reveal a solid fusion in the cervical area with no evidence of a recurrent disc herniation or spinal canal compression or nerve root compression and an annular tear at the l4-l5 level with a subligamentous disc herniation, but no evidence of spinal canal compromise or nerve root compression. Impressions: the patient has a left shoulder capsulitis, which is resulting in left shoulder pain and arm pain as well as neck pain. The fusion in the cervical and lumbar areas is solid and stable. There is no evidence of radiculopathy. (B)(6) 2010 the patient presented with neck pain radiating from the cervical region to the suboccipital area and interscapular region and into both shoulders and into the lateral aspect of the arm and forearm into the hands. He had pain in the back radiating from the lumbosacral area and to the left lower extremity into the thigh and inguinal region. As per medical records, the patient had evidence of decreased range of motion of the cervical spine to 60 degrees flexion, 20 degrees lateral flexion, extension, and rotation with severe paravertebral muscle spasm and decreased range of motion of the lumbosacral spine to 45 degrees flexion, 20 degrees lateral flexion, extension, and rotation with severe paravertebral muscle spasm. He had a decreased biceps reflex on the left and decreased knee reflex on the left. (B)(6) 2010 the patient presented with complaint of neck stiffness, lower back pain, headaches, bilateral hand numbness and tingling accompanied by left thigh numbness and right lower extremity numbness and tingling in the lateral aspect of his leg. This is associated with bilateral lower extremity weakness. The patient underwent MRI of left shoulder. Impression: the patient has mild left shoulder bursitis. Cervical and lumbar fusions are solid and stable. He does have radiculopathy in the left l4 nerve root distribution, right s1 nerve root distribution, and left c5-c6 nerve root distribution. (B)(6) 2010: as per billing record, patient underwent x-ray for lumbosacral regions and cervical spine. Impression: status post spinal fusion. No acute bony abnormalities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007: the patient underwent ap and lateral views of the thoracic spine due to status post motor accident. Impression: normal examination. The patient underwent frontal and lateral views of the chest due to status post motor vehicle accident, chest pain. Impressions: normal examination. (B)(6) 2007: impression: lower cervical spondylosis. (B)(6) 2007: he also reports pain in his mid-back and pain across his lower back following this accident. He reports that his neck pain and headaches are the most severe. The patient also reports pain radiating into both upper extremities and severe headaches. On (B)(6) 2007: the patient underwent MRI for lumbar spine w/o contrast following back pain, arthritis. Impressions: l4-5 shows central disc protrusion with mild anterior indentation of the thecal sac. Central canal is unremarkable. Neural foramina are unremarkable. L5-s1 shows larger centre disc protrusion. Central canal is unremarkable. Neural foramina are unremarkable. On (B)(6) 2008: the patient was assessed for cervical degenerative disc disease, c5-c6 and c6-c7 disc protrusions, rule out left cervical radiculopathy, cervical myofascial ligamentous strain, thoracic myofascial ligamentous strain, thoracic facet dysfunction, l4-l5 and l5-s1 disc protrusions, rule out lumbar radiculitis, lumbar myofascial ligamentous strain. On (B)(6) 2008 patient presented with continued significant neck pain radiating to the left worse than right upper extremities, headaches, back and low back pain radiating to the left lower extremity. Assessment: cervical degenerative disc disease; c5-c6 and c6-c7 disc protrusions; left c6 radiculopathy; cervical myofascial ligamentous strain; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis; lumbar myofascial ligamentous strain. The patient underwent cervical and lumbar x-rays. Findings: x-ray cervical spine complete (6 views): diminished lordosis without shift on the flexion and extension views, c5-c6 disc space narrowing with left c5-c6 osteophyte producing encroachment of the neural foramina. X-ray lumbosacral spine with obliques (6 views): mild diffuse degenerative disc disease, l5-s1 disc space narrowing, without shift on the flexion and extension views. (B)(6) 2008: patient presented for electrodiagnostic study. Assessment: left l5 lumbar radiculitis. Patient underwent emg bilateral lower. Impression: normal bilateral peroneal, post tibial and sural nerve conductions. Normal bilateral h reflex latencies. Normal right lower extremity and related paraspinal emg. Emg consistent with l5 radiculitis. (B)(6) 2008: patient presented for electrodiagnostic study. Assessment: left c6 radiculopathy; mild right carpal tunnel syndrome. Patient underwent emg bilateral upper. Impression: normal bilateral ulnar and left median nerve conduction testing. Nerve conduction testing consistent with mild right carpal tunnel syndrome. Normal right upper extremity and related paraspinal emg. Emg consistent with left c6 radiculopathy. (B)(6) 2008: patient presented with continued neck pain radiating primarily to the left upper extremity and low back pain radiating to the left lower extremity. Patient reported that over the past two weeks, the pain has begun to involve the left testicular region, as well. Assessment: cervical degenerative disc disease; c5-c6 and c6-c7 disc protrusions; rule out left cervical radiculopathy; cervical myofascial ligamentous strain; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; rule out lumbar radiculitis; lumbar myofascial ligamentous strain. On (B)(6) 2008: the patient presented one month post c5-c6 c7 fusion with instrumentation. Patient had been having severe neck muscle spasms and necessitated an emergency room visit, where patient received a morphine injection as well as a muscle relaxer. Patient still had pain and periodic significant spasms in the neck and shoulder muscles. Overall, patient had good results with decreased pain as a result of the neck surgery. Patient reported that the headaches had resolved and the hand and arm symptoms had improved significantly. Patient complained of worsening low back pain radiating to left lower extremity and worsening left lower extremity numbness and tingling. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis; lumbar myofascial ligamentous strain. (B)(6) 2008: the patient came for follow up. Patient now was experiencing daily headaches again. Patient experienced significantly increase pain when he discontinued the lyrica for about three days. Patient also reported that the neck pain had improved since the surgery, but persisted. The low back pain had been slowly worsening. Patient reported that left lower extremity symptoms, especially the numbness and tingling had worsened. Patient also experienced periodic left lower extremity burning pain and complained of continued low back pain radiating to left lower extremity, headaches and neck pain. Patient also reported erectile dysfunction since the motor vehicle accident. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis; lumbar myofascial ligamentous strain. (B)(6) 2008: the patient underwent MRI for lumbar spine w/o contrast status post mva, due to low back pain, left lower extremity pain, abnormal emg. Impressions: stable MRI of the lumbar spine. Small central disc protrusions at l4-l5 and l5-s1 are unchanged. Moderate spondylosis at l5-s1. Tiny synovial cyst adjacent to the right facet joints at l4-l5 level. (B)(6) 2008: patient presented with worsening low back pain with increasing left lower extremity numbness and tingling and periodic burning pain in the left thigh. Patient reported night time pain was also worsening. Patient reported that the neck was overall improved but still had stiffness and aching, as well as continued headaches. Patient reported that the hand numbness and tingling at result and seemed to be slowly returning here recently. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis; lumbar myofascial ligamentous strain. (B)(6) 2008: patient reported persisted headaches and continued neck pain and stiffness. Patient complained of severe low back pain radiating to left lower extremity with worsening left lower extremity numbness and tingling. He continued with home stretching and strengthening exercise program for his neck. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis. On (B)(6) 2008: he complained of continued low back pain radiating to the left lower extremity. The patient he received an injection into the left buttock region; he experienced an electric lightning bolt type sensation radiating down the left lower extremity which lingered for several hours after the injection. He has had this persistent electrical type pain radiating from the left buttock region into the posterior lower thigh region. He also experiences continued left lower extremity muscle twitching and jumping. The low back pain and soreness continues to be significant. He also complains of headaches, significant fatigue and lack of energy. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis. (B)(6) 2008: patient presented with continued daily headaches, neck and low back pain. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis. (B)(6) 2009 :the patient presented with increased right sided neck pain and worsening of headache frequency and intensity. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis. Patient underwent x-ray for complete cervical spine (5 views). Findings: near complete loss of the normal lordosis without shift on the flexion and extension views, c5-c6 and c6-c7 fusion plate and screws in good position, mild bilateral c5-c6 lateral recess stenosis, mild/moderate c7-t1 degenerative disc disease. (B)(6) 2009: patient presented with complains of daily headaches and neck pain and tightness. Patient reported continued worsening headaches which occur on a daily basis and could vary between 8 and 10 on a scale of 10. Patient had also noted the onset of nausea associated with these headaches. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; c7-t1 degenerative disc disease; suprascapular neuralgia; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis. (B)(6) 2009: patient presented with complains of chronic daily headaches, neck and low back pain. Thoracic spine review revealed bil ateral t7 through t10 facet joints were tender and hypomobile with overlying muscle tightness. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; c7-t1 degenerative disc disease; suprascapular neuralgia; thoracic myofascial ligamentous st rain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis. (B)(6) 2009: patient presented with headaches, neck, back and low back pain. Patient complained of multiple joint pain and stiffness, especially the left hip and both hands. Patient reported the low back pain began worsening back in (B)(6) of this year. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; c4-c5 and c6-c7 cervical disc spur complexes; cervical degenerative disc disease; suprascapular neuralgia; thoracic degenerative disc disease; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis; failed back surgery syndrome. (B)(6) 2010: patient presented with continued neck pain radiating to the upper extremities, back and low back pain. Patient was recently diagnosed with left shoulder bursitis after an MRI scan. Patient had also been told he has bilateral carpal tunnel syndrome. He also complained of increasing bilateral knee pain and stiffness. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, c7-t1 degenerative disc disease, left shoulder impingement syndrome, left shoulder bursitis, suprascapular neuralgia, thoracic myofascial ligamentous strain, thoracic facet dysfunction, l4-l5 and l5-s1 disc protrusions left l5 radiculitis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1992: patient underwent left 2nd thru 4th distal phalanges reattachment. On (B)(6) 2007: patient presented with continued neck pain radiating to the upper extremities, back and low back pain. He was recently diagnosed with left shoulder bursitis after an MRI scan. He had also been told he has bilateral carpal tunnel syndrome. He also complained of increasing bilateral knee pain and stiffness. Assessment: s/p c5-c6 and c6-c7 fusion with instrumentation, (B)(6) 2008; c7-t1 degenerative disc disease; left shoulder impingement syndrome; left shoulder bursitis; suprascapular neuralgia; thoracic myofascial ligamentous strain; thoracic facet dysfunction; l4-l5 and l5-s1 disc protrusions; left l5 radiculitis. On (B)(6) 2008: patient presented with right shoulder pain. Patient complained of pain to the trapezius muscle/shoulder area bilaterally, mostly on the right, though, worse when he turned his head. Diagnosis: muscle spasm postoperative. On (B)(6) 2008: patient presented with complaint of an injury to his right hand. Diagnosis: acute right hand contusion. Patient underwent hand x-ray due to trauma. Impression: negative study. On (B)(6) 2008: patient underwent x-ray exam of lumbar spine ap and lateral. Impression: postsurgical changes at l5-s1 without evidence for listhesis or hardware loosening. On (B)(6) 2008: patient presented with post-op pain. On (B)(6) 2009: patient underwent x-ray of lumbar spine. Conclusion: status post spinal fusion. Degenerative changes. On (B)(6) 2010: patient presented with altered mental status and syncope. Diagnoses: syncope episode suspect secondary to alcohol. Alcohol intoxication. Chronic back pain. On (B)(6) 2010: patient presented for follow up. Impression patient has a left shoulder capsulitis, which is resulting in left shoulder pain and arm pain as well as neck pain. His fusion in the cervical and lumbar areas are solid and stable. No evidence of radiculopathy. On (B)(6) 2010: patient presented with headaches, neck and back problems. Impression: chronic, persistent, non-malignant pain secondary to traumatic disc disease of the cervical spine status post cervical fusion at c4, c5 and c6 levels in 04/08. Patient has residual persistent pain with severe headaches. He has radicular symptoms which radiate from the neck to the shoulder, arms and hands bilaterally. Traumatic disc disease of the lumbar spine involving the l3-4, l5-s1 status post fusion surgery in 9/08. Patient has residual radicular symptoms with pain in the low back radiating to the groin and testicle as well as both lower extremities. On (B)(6) 2010: patient presented for follow up. Impression: the patient has mild left shoulder bursitis on MRI. Cervical and lumbar fusions are solid and stable. Patient had radiculopathy in the left l4 nerve root distribution, right si nerve root distribution, and left c5-c6 nerve root distribution. On (B)(6) 2010: patient underwent MRI thoracic spine due to chronic back pain. Impression: stable mild multilevel spondylotic changes of the thoracic spine. On (B)(6) 2011: patient underwent MRI cervical spine with and without contrast due to neck pain. Finding: mild residual disc bulge at c4-c5 level. There is slight effacement of the ventral subarachnoid space but there is no evidence of canal stenosis or cord pression. At c5-c6, there is minimal narrowing of the neural foramen due to uncovertebral osteophytes. On (B)(6) 2012: patient presented with persistent neck and back pain, constant headache and pain that radiates down his entire spine. Patient also admitted to bilateral hand and feet numbness. Assessment: lumbar/lumbosacral disc degeneration. Degeneration of cervical intervertebral disc. Review of systems: musculoskeletal: pain, weakness, joint swelling, stiffness, twitching, chronic back pain; nervous system: headache, loss of coordination or balance, numbness; psychological: unable to sleep on (B)(6) 2012: patient underwent CT of lumbar spine without contrast due to degenerative disc disease. Conclusion: surgical fusion of l5 and s1. Posterior osteophytes at l5-s1 protruding and causing left foraminal stenosis as well as indentation into the ventral surface of the thecal sac. Small central protrusion at l4-l5 indenting into the ventral surface of the thecal sac. On (B)(6) 2012: patient underwent MRI of right shoulder due to chronic shoulder pain. Impression: focal abnormal signal within the supraspinatus most likely related to tendinosis or less likely partial thickness tear. Abnormal appearance of the posterior aspect of the superior labrum suspicious for underlying labral tear. On (B)(6) 2012: patient presented for an office visit for follow up of CT scan. He complains of low back pain(worse on left that radiates to the bilateral lower extremities) and admits to radiation in ble and numbness and tingling in ble. Pain is worse with activity. Assessment: lumbar/lumbosacral disc degeneration. Degeneration of cervical of cervical intervertebral disc. On (B)(6) 2013: patient underwent MRI lumbar spine without contrast due to chronic low back pain since mva. Impression: mild degenerative and discogenic changes without spinal canal stenosis or neural foraminal narrowing. Summary of plaintiff fact sheet: on (B)(6) 2007: the patient was diagnosed with neck and back pain, headaches. On (B)(6) 2007, (B)(6) 2008: the patient was diagnosed with neck and back pain. Allegedly, after the infuse surgery, injuries include, but are but not limited to nerve injury; osteoarthritis; radiating pain to the legs; extreme pain which occurs more often than before infuse surgery; gastrointestinal problems; inflammation in lower back; kidney stones; unexplained bone growth; bone resorption; cauda equine syndrome; difficulty speaking; headaches; loss of manual dexterity; severe neck and back pain; numbness in feet-legs-hands; loss of balance; sleeplessness due to pain; pain in testicles; loss of control of bladder and bowels; and inability to perform sexually.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: patient presented with post-op pain. (B)(6) 2010: patient presented for follow up. Impression: patient has a left shoulder capsulitis, which is resulting in left shoulder pain and arm pain as well as neck pain. His fusion in the cervical and lumbar areas were solid and stable. No evidence of radiculopathy. (B)(6) 2010: patient presented with headaches, neck and back problems. Impression: 1) chronic, persistent, non-malignant pain secondary to traumatic disc disease of the cervical spine status post cervical fusion at c4, c5 and c6 levels in (B)(6). Patient has residual persistent pain with severe headaches. He has radicular symptoms which radiate from the neck to the shoulder, arms and hands bilaterally. 2) traumatic disc disease of the lumbar spine involving the l3-4, l5-s1 status post fusion surgery in (B)(6). Patient has residual radicular symptoms with pain in the low back radiating to the groin and testicle as well as both lower extremities. (B)(6) 2010: patient presented for follow up. Impression: the patient has mild left shoulder bursitis on MRI. Cervical and lumbar fusions are solid and stable. Patient had radiculopathy in the left l4 nerve root distribution, right si nerve root distribution, and left c5-c6 nerve root distribution.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.